Event description:
Dexcom g6 sensor inaccuracy: 8:40am g6 reading 214, finger stick reading is 125. That is a mard of 71.2%!

Event description:
Additional information received from the reporter on 07/15/2025 for a report number mw5172467. Page 2 of 10 dexcom g6 sensor inaccuracy: 4:30am g6 reading 44, finger stick reading is 197. That is a mard of 77.7%. Dexcom g6 sensor error > 3 hours. Replaced this sensor. Activated on 04/11/2025.